Manufacturer narrative:
On 03/28/2016 the field service engineer (fse) found a leak in the wash collar. The solenoid that provides vacuum to the wash collar was defective causing a leak at the wash collar. The fse replaced manifold 340 where the solenoid is located to fix the leak. The hgb chamber was cloudy and was replaced as a precaution. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a contained reagent/blood leak of less than 5 ml from the probe inside the unicel dxh 800 coulter cellular analysis system. Erroneous results were not generated. There was no change in patient treatment. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, face shield and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.